Event description:
The user facility reported a life-threatening event during a subclavian stenting procedure, resulting in over 250cc blood loss and requiring medical intervention, including blood transfusion. An angio-seal failed post-deployment, despite ultrasound guidance during initial access. Same-day surgery was performed shortly after patient arrival due to soft blood pressures and high concern for retroperitoneal (rp) bleed. Two large-bore intravenous (IV) accesses were placed, and two units of trauma blood were transfused, along with the initiation of a levophed drip to stabilize systolic blood pressure above 130 millimeters of mercury (mmhg). A computed tomography (CT) scan revealed a large left rp bleed at the level of the proximal common femoral artery and inferior epigastric vessel. The patient was transferred to another hospital for vascular surgery. Until the transfer, the patient remained in the intensive care unit (ICU) on levophed drip with additional transfusions as needed. Initial hemoglobin three days ago was 14.7 grams per deciliter (g/dl), and during hypotension, it was noted at 10.8 g/dl prior to two packed red blood cell (rbc) transfusions. The plan included two additional rbc transfusions before discharge/transfer. Hemoglobin stabilized after four units of blood, and the rp bleed was tamponade off without surgical intervention. The patient was discharged from rutherford with no estimated blood loss (ebl) during the procedure. Left femoral access was used for the left subclavian percutaneous transluminal angioplasty (pta)/stent procedure. Additional information was received on 17 april 2025: an angiogram is scheduled for next week. A pre-deployment angiogram was performed, but the angio-seal did not seal. There were no difficulties with access, sheath, guidewire, or catheter insertion. The puncture site was below the inguinal ligament, and a 6 x 70 ansel procedure sheath was used. There was only one puncture, single wall, ultrasound guided.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A5: ethnicity: requested, not provided. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The sample was not available for evaluation. The complaint was confirmed for a potential retroperitoneal hematoma. The exact root cause cannot be determined. The device history record (DHR)review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).